Manufacturer narrative:
The ccc connected to the instrument via remote connection. The centrifuge was in a communication status error. Ccc instructed the customer to reboot the centrifuge, but the screen did not turn on and the customer was unable to manually open the centrifuge. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered a blown fuse in the "blindo" power cable. The cse traced the issue to the a1 board, component r100, which shorted. The cse replaced the a1 board, varistors and fuse. The centrifuge established power, and the cse setup robot alignments and software settings. The cse ran mock patient samples to verify proper operation. The cause of the centrifuge losing power was due to a board shortage. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The aptio automation hettich centrifuge lost power, and the customer was unable to access patient samples, causing a delay in testing. The samples were discarded and the patients were redrawn to obtain new samples. There are no known reports of patient intervention or adverse health consequences.